Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6 (impact code).

Event description:
It was reported that during the testing process, the cs100 intra-aortic balloon pump (iabp) had an automatic inflation failure. There was no patient involved.

Event description:
It was reported that during the testing process, the cs100 intra-aortic balloon pump (iabp) had an automatic inflation failure. There was no injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, e2, e3, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10. A getinge field service engineer(fse) after checking the unit found that, the 2500h maintenance kit needed to be replaced, but no issue was reported. After replacing the maintenance kit, the machine is working normally.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d8, g1, g3, g6, h2, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. A getinge field service engineer(fse) after checking the unit found that the 2500h maintenance kit needed to be replaced, we are waiting for the hospital's reply. After going to the site to communicate with the hospital's equipment department and departments on 2025-1, the hospital decided not to repair the machine. Unit not cleared for clinical use.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Event description:
N/a.